Event description:
The advocate called regarding the customer's breeze2 meter. He alleged the customer tested his blood glucose and received a reading of 275 mg/dl. The customer took insulin after testing. An hour later, the customer tested again, received a reading of 300 mg/dl and took more insulin. Paramedics were called less than 6 hours later because, the customer appeared to be in a coma. Paramedics received a reading of 60 mg/dl, but the customer's meter read 30 mg/dl. The advocate did not mention if the customer received treatment. The advocate refused to provide any add'l info and ended the call. No product.

Manufacturer narrative:
The advocate refused to provide the customer's personal info and product info. It's not possible to determine the MFR date without meter info.